Manufacturer narrative:
It was reported that a polarstem modular head for 21000662 broke during a thr. Instrument outside the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed. The complaint device, used in treatment, was not returned for investigation. A relationship between the reported event and the device cannot be confirmed. A complaint history review was performed. The production documentation could not be reviewed since the lot number of the complaint device was not provided. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. No probable cause can be determined. Normal wear and tear through repeated impaction is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Should the complaint device and further information become available, the complaint investigation will be reopened. No further actions are deemed necessary at this point. Smith + nephew will continue to monitor for similar issues.

Event description:
It was reported that, during, a thr, a polarstem modular head for 21000662 broke. Instrument outside the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.